Event description:
It was reported to boston scientific during an endoscopic retrograde cholangiopancreatography of the common bile duct after the wire was stripped out of the channel and exchanged, the wire would not stay in the channel. The case was completed with the use of another similar device. The pt is reported to be fine.

Manufacturer narrative:
Other: for inability of the device to exchange.